Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. The was positioned in the laa of the patient and the wds was then inserted and deployed. After 3 partial and 3 full recaptures of the closure device the physician made the decision to retry the transseptal puncture. A second transseptal puncture was performed and the was positioned in the laa of the patient. The closure device was attempted to be deployed another time, but was unsuccessful due to the patient anatomy. At this time it was noted that there was a pericardial effusion. The physician decided to end the procedure with no closure device implanted in the patient. No intervention or treatment was performed for the effusion. Follow up transesophageal echocardiogram (tee) was performed later that day that showed a minimal to no pericardial effusion present. The patient was discharged from the hospital fully recovered from this event the next day.